Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the collimator failed during an examination. Review of the system log file showed that the extreme long collimator commands. Upon functional testing, the fse found that the collimator self-closed during exam procedure due to bad tso. The fse replaced the touch screen operating module. After the replacement, the system was returned to use in good working order.

Event description:
It has been reported to philips that the azurion 7 m20 system collimator failed during an examination. No harm has been reported. Philips has started an investigation of the complaint.